Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this event will be updated.

Event description:
Boston scientific received information that this patient exhibited loss of sensing, loss of ventricular capture and impedance measurements of greater than 2500 ohms. The right ventricular lead was believed to be fractured, so it was surgically abandoned and a new lead was placed in this pacemaker. Once the new lead was implanted it was connected to this device and it exhibited all of the same issues. The pacemaker was believed to be the cause of all the issues and it was explanted. The new lead was inserted into the new device and all issues were resolved. To date, there have been no additional adverse patient effects reported.